Event description:
On 08/14/2025, clinic reported patient treated on (B)(6) 2025 was prescribed antibiotics for side effect (possible infection) that subsequently resolved.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing step and processes were met and followed. Product met final inspection and testing requirements prior to shipment.